Manufacturer narrative:
Concomitant product: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving gablofen (2000 mcg/ml) at 180 mcg/day for intractable spasticity and a head/brain injury. At the patient's scheduled refill on (B)(6) 2016, 40 ccs were aspirated from the patient's pump. There were no environmental, external, or patient factors noted that may have led or contributed to this issue. The patient had no symptoms of baclofen withdrawal or any issues physically in the last few months or close to the time of the planned refill. There were no alarms heard and interrogation did not reveal an active alarm. The plan was to check the pump logs the following week and determine if a motor stall had occurred. It will then be determined if the patient will go to the operating room for a catheter revision, assuming a kink or blockage of some kind.

Event description:
Additional information was received from a healthcare provider (hcp). When asked for what troubleshooting occurred and actions/interventions taken, it was reported the pump was refilled and the patient was to be seen 2 weeks after, on (B)(6) 2016. The cause of the 40 cc being aspirated at refill had not been determined. No further information was provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.